Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported for slda from this lot. All available information was investigated and the slda appears to be related to user technique/procedural circumstances. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted at a2p2. A second clip delivery system (cds) was advanced however became entangled in the chordae. While troubleshooting to free the cds, it was noted the first clip had detached from the anterior leaflet (single leaflet device attachment (slda)). The second cds was able to be freed from the chordae and was implanted to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.